Event description:
When plugged in to the surgical pencil machine, it made the ligasure machine turn off. No patient was involved in this device malfunction. Manufacturer response for ligasure impact, covidien ligasure impact renewal from medline (per site reporter). Manufacturer will conduct an investigation on this reported product failure.